Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the connection between j1001 and the ca board became unseated causing an intermittent ground connection. The cause of the incoming test failure was unseated connection between j1001 and the ca board. The root cause of the unseated connection cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.